Event description:
Customer felt symptoms of hypoglycemia with a result of "160-200" mg/dl on his compact plus system, retested with wife's compact plus system, result was 60 mg/dl. No treatment was reported. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
Medwatch with identifier (B)(6) is customer's compact plus system, medwatch with identifier (B)(6) is wife's compact plus system. Strips not available for return.